Event description:
It was reported by the customer that a pyxis medstation es system application was not launching and stuck on blue screen. Customer stated that there was no delay in dispensing needed medication and they were able to retrieve the medication from 2nd pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined application was not launched. A technical support specialist resolved by rebooted the device. The system functioned as intended after technical support specialist troubleshooted the device.